Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.

Event description:
The customer reported an extension set connected to a central venous catheter leaked. The location of the leak was in the area where the tubing splits into more lumens. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.